Event description:
A manufacturer representative reported that the patient met again with the health care professional, but no x-rays were taken at that time. He indicated that the burning sensation was subsiding somewhat, but was still occurring. He has been instructed to leave his stimulator off for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacturer representative (rep) that they were experiencing burning pain at the implanted neurostimulator (ins) battery site. There were no known environmental, external, or patient factors and the patient denied any falls. The rep checked connections and impedances and all were normal. Upon discussion with physician, an xray may be done. The patient was instructed to turn off stimulation but he indicated he had turned stimulation off and burning sensation was still present, particularly when he is sitting. The issue was not resolved. It was unknown whether surgical intervention was planned, but the rep would follow up for additional information.